Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 25, 2017 that a wallflex biliary rmv fully covered stent was implanted on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer and was enrolled into group a palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. Reportedly, the patient had one prior plastic biliary stent and a prior wallflex fully covered biliary stent. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken and reported fever/chills and jaundice. Liver function test were also performed on (B)(6) 2016. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2016. The procedure was done in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic antibiotics were administered. During stent placement, a pancreatogram was performed and a balloon sweep was conducted. The study stent was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, during an angio scan, the study stent was noted to be occluded due to tissue ingrowth. A biliary reintervention was reported, a biliary drain with pigtails were placed through the stent, and the patient was restented. There were no other patient adverse events reported.